Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg pocket site was moved. The ipg remained implanted and the patient was doing well postoperatively.